Manufacturer narrative:
Additional information was received indicating that the broken piece was retrieved from the patient's tooth and no injury resulted. Customer returned 3 unopened files in blister cell packaging and 1 broken handle section of a file in an opened blister cell from lot#0000212669. There is also an autoclave bag containing the broken file portion. Using microscope visually checked files. No manufacturing defects or markings noted. Travis bowling measured the files using tm-0061 on nikon 4. Spec @ 3mm spec @ 9mm .395mm-.435mm .715mm-.775mm 1) .420mm .720mm. 2) .416mm .746mm. 3) .430mm .750mm. Returned unused product has been analyzed and was found in compliance with specifications. Root cause unknown for the broken file. A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a waveone gold reciprocating file broke during use. The patient is being referred to an endodontist, treatment pending.